Event description:
As reported by our edwards lifesciences japanese affiliate, a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 ultra resilia (s3ur) valve was performed. The valve was deployed with 2 ml less than nominal volume. At the follow-up after the tavr, worsening of pvl (mild-moderate), reduced hemoglobin and low haptoglobin, and increased levels of ldh (1000u/l) were observed. Paravalvular leak (pvl) and hemolytic anemia were reported. The patient who had bicuspid aortic valve was referred from hematology department and on immunosuppressant. After consulting with hematology department, post dilation is planned to be performed at a later day. Per follow-up, following additional information has been obtained. During the tavr, a post dilation was performed with the same (nominal -2) volume. The degree of pvl at the end of tavr was trivial. No symptom of anemia was observed. Valve position post deployment (aortic/ventricular): 90:10. The patient has been given blood transfusion continuously.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 ultra resilia (s3ur) valve was performed. The valve was deployed with 2 ml less than nominal volume. At the follow-up after the tavr, worsening of pvl (mild-moderate), reduced hemoglobin and low haptoglobin, and increased levels of ldh (1000u/l) were observed. Paravalvular leak (pvl) and hemolytic anemia were reported. The patient who had bicuspid aortic valve was referred from hematology department and on immunosuppressant. After consulting with hematology department, post dilation is planned to be performed at a later day. Per follow-up, following additional information has been obtained. During the tavr, a post dilation was performed with the same (nominal -2) volume. The degree of pvl at the end of tavr was trivial. No symptom of anemia was observed. Valve position post deployment (aortic/ventricular): 90:10. The patient has been given blood transfusion continuously. An additional follow up was received that the patient did undergo a post dilation. Before the post dilation, moderate pvl was observed. Post dilation was performed 4 times with a z-med balloon catheter (target expansion diameter: 26mm, 26.4mm, 28mm and 29mm), but pvl did not decrease and was still moderate after the post dilation. If symptom does not improve after the monitoring, additional treatment will be considered.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5, h6: impact code updated.